Manufacturer narrative:
(B) (4). (B) (4). Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B) (6) 2009. During the procedure, the disposable hand piece would not cut. Another device was used to continue the procedure with no adverse pt consequences.